Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file exhibited elevated powers and flows. Patient was asymptomatic. Log file analysis observed pump power in the 7-8 watts range. These higher powers were associated with pi events. The patient has an abnormal intraventricular septum which makes the inflow cannula not in an ideal direction as it partially is directed toward the septum.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow conduit could not be confirmed through this evaluation as the device remains in use and no images showing the misalignment were provided. Review of the submitted system controller log file confirmed the reported elevations in pump power/estimated flow; however, a specific cause for the elevated parameters could not be determined through this evaluation. The submitted system controller log file contained data from 23jan2020 8:21 am ¿ 30jan2020 3:12 pm and showed that a few moderately elevated pump power/estimated flow values were noted at the end of the log during the afternoon of 30jan2020 over 8 watts and 9 lpm (peaking at 8.4 watts and 9.9 lpm), respectively. Otherwise, pump power and estimated flow remained generally stable throughout the preceding log file data in the ranges of about 5.5 to 7 watts and 4.5 to 7.5 lpm, respectively. Average pi ranged from 1.5-6.3 and a total of 189 out of the 240 events captured were pi events. No atypical alarms or events were captured and the pump speed remained above the low speed limit without issue. The system appeared to be operating as intended. Additional information provided by the account on (B)(6) 2020 indicated that the cause of the pi events had not yet been identified and the center planned to perform an echo. It was noted that prior echo results revealed that the patient had an abnormal intraventricular septum, which made the inflow cannula not in an ideal direction as it was partially directed toward the septum. The patient reportedly could have experienced suction events as the flow and pi values were labile. Multiple attempts were made to obtain additional information from the customer regarding this event; however, the requested information was not provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU provides instructions regarding the installation and orientation of the sealed inflow conduit. This document states to take care to avoid orienting the inlet towards the interventricular septum and care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. No further information was provided. The manufacturer is closing the file on this event.